Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was intermittently unresponsive. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the touchscreen performed as expected. The customer was reminded that unintentionally tapping the screen will cause the screen to turn off. Customer acknowledged.